Event description:
It was reported that in 2006, the healthcare provider (hcp) put in a new implant on the left side. The actual date was unknown, but sometime between 2008 and 2010, the battery went out, a wire was loose and that implantable neurostimulator ins was replaced with the current ins. Additional information has been requested, but was not available as of the date of this report. The patient had two implants during the timeframe of the event and it is unknown which device was the cause of the event. Therefore, reference regulatory report #3004209178-2014-15528.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v327758, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2006,product type: programmer, patient. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2006, product type: extension. Product ID: 3889-33, lot# v048838, product type lead. (B)(4).

Event description:
Additional information received reported that the patient still had concerns with their device or therapy but had not sought further help. The patient had not been able to get an appointment.